Event description:
Mid 70¿s female with history of end stage renal disease and thrombosis of left brachiocephalic arteriovenous fistula. Procedure: fistulagram of left brachiocephalic arteriovenous fistula with percutaneous thrombectomy and balloon angioplasty of the entire upper left arm left cephalic vein. Mustang wire would not go into the balloon. Another used without problems but there was a delay in the procedure. No known harm to patient. Manufacturer response for catheter, angioplasty, peripheral, transluminal, mustang¿ (per site reporter). Will obtain.